Event description:
Customer's dr called to demand a replacement pump. Troubleshooting was offered but denied. The dr was insistent that the customer's seizures were caused by the pump. Later the customer called to report low bgs and spoke of a hospitalization that had occurred last week due to low bgs. Customer agreed to perform troubleshooting. It was noted that the rates were inconsistent. Bolus histories were available however the alarm and prime histories were not. Customer was advised to revert to the back-up plan.